Event description:
Additional information indicates that this pacemaker was explanted as a new system was implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. Reportedly, vegetation was noted on the lead when the patient had a transesophageal echocardiography (tee). The pacemaker was explanted and then used as an external temporary pacemaker. There were no additional adverse patient effects reported. The pacemaker remains in service.